Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an impantable collamer lens (icl) implantation procedure, the patient experinced excessive vault. Due to excessive vault, the lens was exchanged for a shorter length lens at a later date. The problem was resolved. Cause of the event is unknown.